Event description:
Upon turning the head of a patient that was prone the part of the anchor fast that is directly connected to the ett (endotracheal tube) broke off from the part that is secured to the face. The rt was able to hold the ett in place while the anchor fast was replaced. There were no changes in vitals or other notable issues with the patient.